Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was able to be verified and duplicated. Investigation found the user interface pcba was the cause of the reported issue. The user interface pcba was replaced and after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further investigation of the replaced user interface pcba determined a current leak on fl24 was the root cause of the reported issue.